Event description:
It was reported by the patient that the pod appeared to be rusting, while it was being worn, on their back, between 36 and 48 hours. It was also mentioned that the insulin changed color and it appeared to be rusting. The brand of insulin was not reported. Patient stated that their skin was fine, with no swelling or redness reported. No impact to blood glucose levels were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.